Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient requested information regarding the process for determining why their pump was malfunctioning. The patient stated they have had a pump from the manufacturer for over 12 years, and needed it to function properly. The patient stated their next refill would be (B)(6) 2018. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient's pump was implanted on (B)(6) 2014, and the patient was having a major problem with the pump. The event date was not specified. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from the consumer. The patient requested the assistance of a manufacturing representative (rep), and stated that their pump had not been working properly. The patient stated it had been over a year and a half since the issue began. It was further specified the issue had been occurring for 18 months. The patient inquired what the procedure was for replacing a defective pump. The patient stated they had been telling their doctor something was wrong with their pump for over a year. It was reported the pump was not delivering the proper amount of medication. There was too much medication being removed each and every month the pump was refilled. It was indicated there was an additional minimum of 3.5 ccs of medication being removed. The previous week the pump was supposed to have 3.25 ccs, and almost 8 ccs were removed. The issue had been consistent, and the patient stated they were getting worse. The patient stated their pain was increasing, and the use of their arms and legs was decreasing. The patient stated if the doctor cannot determine the cause of the issue, the device would have to be replaced.